Manufacturer narrative:
A ge service rep performed an onsite investigation. The rtos (real time operating system) cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and could not be recovered by a system reboot. There is no report of a pt injury or death associated with this event.